Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the suction was damaged and difficult/unreliable to register. No patient was present at the time of the event.